Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: deformation, crease fold, wear abrasion and weight to the spec. No openings observed in the device. Voids and cloudy gel were observed after the autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of "seroma-late and capsular contracture unknown baker grade " is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Physician additionally ¿finding of red-brown fluid surrounding the left breast, seroma¿, ¿bilateral capsular contracture¿ and ¿an approximately 2.5cm (round), soft, jelly-like mass on the posterior capsular surface. It appeared to be what would like old blood and a hematoma¿ and ¿no evidence of rupture whatsoever¿. Device has been explanted. This is the left side record.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported having "feelings of sore spots" and a "lump under the armpit." The patient also mentioned having "silicone all over my body" from their previous implant. Physician stated there was no evidence for silicone outside the breast pocket when surgery occurred. Device has been explanted, and rupture was confirmed during explant surgery. This is the left side record.